Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient has been having pain over the ins pocket and it has been getting worse. The impedances were checked and the ins was reprogrammed. No further complications are anticipated. Additional information was received from the rep. It was reported that the patient still complained of pocket pain and ipg was healed tilted and at belt line. Patient will undergo replacement and opting for MRI compatible leads since his leads were 2008. Patient has not been scheduled for replacement yet however rep will update this has been made.